Event description:
During surgery the locking was broken and fragments may be left in the patient. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. The rod has multiple signs of wear with deep rounded gashes along its length as well as marks on the bottom side. The locking cap was returned in two halves and the screw has signs of wear along the open portions of the screw head. There are also signs of possible biomaterial within the saddle of the screw head as well as along the threads of the screw shank. It is possible that the locking cap was difficult to remove due to bony on-growth and biologic growth over the two years that the implant was in the patient's body. The broken drivers were also not returned and the threads within the screw head do not show signs of excessive forces. All signs of deformation found upon the implants were likely caused by the diamond burr and due to the level of deformation it is difficult to determine what may have caused the difficulty in removing of the locking cap. However, no determinations could be made as to the cause of the reported issue.